Event description:
The physician achieved arteriotomy closure with the closer device following a diagnostic catheterzation via the left groin. Three days post-procedure, the pt presented to the emergency room with complaints of "pain and a small lump in the groin". The pt was sent home and was given motrin. Six days post-procedure, the pt presented to the emergency room with complaints of a swollen and tender left groin. The pt was admitted to the facility. An ultrasound and cat scan were performed and were reported to show "nothing out of the ordinary". The pt was started on unspectified IV antibiotics. A vascular surgeon was consulted. The pt was taken to surgery. It was reported that the groin was "opened to find an abscess above the perclose suture". The groin was "cleaned out and patched". The pt was discharged after 5 days without report of further adverse sequelae.